Event description:
It was reported that the insulin pump alarmed an error while the customer was inserting the reservoir. The blood glucose reading was 107 mg/dl. The customer stated that the device had not been dropped nor bumped prior to the alarm occurring. He also reported that the drive support cap appeared normal. Advised the discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with an a33 alarm during the basic occlusion test and was unable to prime at 4.0 lbs during the prime/a33 test due to a protruded/loose drive support disk. The device also had a missing end cap sticker, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.